Event description:
It was reported by a baxter sample technician that during the evaluation of one (1) ce intermate lv 100 sample, a missing film wrap was observed. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device evaluation has begun by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: during the sample evaluation of this device, a missing film wrap was confirmed. The root cause was determined to be that the film wrap was not being applied to the reservoir during the manufacturing assembly. To correct this condition, baxter has implemented a sensor on the bladder stuff capper machine (bscm) to detect when the film wrap roll is about to finish and requires replenishment. This sensor will stop the bscm from continuing assembly until the film wrap is replenished. In addition, a vision system was implemented to verify the presence of film wrap and heat stake. Lastly, a 100% visual inspection by manufacturing personnel has been enforced post assembly. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.